Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their pump was alarming off no power. Their blood glucose was 135 mg/dl. During troubleshooting for the off no power alarm, it was reported that the alarm occurred during normal use and that they did not have a low battery alert in their alarm history. It was reported that this was the second occurrence of an off no power alarm without a low battery alert prior. The insulin pump was being returned for analysis.